Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During the initial implant procedure, decreased capture threshold and variable r-wave sensing were observed on the right ventricular (rv) lead following fixation. An attempt to replace the rv lead was attempted, however when the rv lead was rotated, the blood pressure dropped. Additionally, the pacing impedance increased. An ultrasound revealed perforation and pericardial effusion which resulted in a tamponade. The effusion was punctured and drained to resolve the event. The patient was stable and transported to a surgical center. No additional information was provided.